Event description:
It was reported that the anchor broke on insertion and that the tip remains in the pt. No adverse consequences have been reported with the pt as a result of this event. No add'l info is available regarding this event. This device is used for treatment.

Manufacturer narrative:
The device history revealed nothing relevant to the event. The customer returned the inserter, the suture and the hex of the anchor. The inner diameter of the inserter was found within specs. Previous evaluations indicate that this type of event can typically occur as result of over insertion and/or improper bone preparation. A definitive conclusion, however, could not be determined for this event.